Event description:
An altitude alarm was reported to have occurred with the customer¿s pump. There was no reported impact to the customer¿s blood glucose level. Technical support informed the customer that residue buildup in the speaker holes could trigger altitude alarms and provided cleaning tips, which the customer acknowledged. The customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge.